Event description:
The customer reported that while the unit was in use on a pt, the unit was leaking fluid. The customer also reported that the unit smelled and sounded different than it had in the past. The pt was switched to another unit and therapy was continued.